Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: g.2. Medical device type: gim there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k213670, k231373 e.1.initial reporter address: cwd-nhgd sembawang lab #01-03 sembawang lab 21 canberra link district 27 (sectors 75-7 investigation summary: "material #: 367856 lot/batch #: 3318808 bd had not received samples, but 1 video was provided for investigation. The video shows two vacutainer tubes being thrown on the floor. The video does not show the assembled tubes before being thrown on the floor so the failure mode of stopper pop off could not be confirmed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. The instructions for use (IFU) state to replace closure over tube, twist and push down firmly until stopper is fully reseated. Complete reinsertion of the stopper is necessary for the closure to remain securely on the tube during handling. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there are an unspecified number of tubes where the rubber stopper is loose after recapping. There was no report of impact on the patient or user.